Event description:
As reported, in 2007, this pt was implanted with gore excluder aaa endoprostheses. During balloon angioplasty with a coda balloon the pt's aorta ruptured. The coda balloon was not overinflated. In the next day, three of the four devices were explanted. The pt recovered after an extended hospital stay.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Also implanted in the pt pxc161400/lot#05085705, pxc201000/lot#05242479 and pxc161000/lot#05198600.